Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam and caused respiratory failure. There was no medical intervention required by the patient. The reported event of respiratory failure was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the device at the distributor and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section h6 updated.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-05077-1 was incorrectly created. Please disregard the previous MDR.